Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication the product caused or contributed to and adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 18-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 10-apr-2018 with the following findings: a review of the black box and alarm history showed evidence of a call service 064 alarm. The ez-prime steps were performed correctly, and no call service 064 alarm occurred during the investigation. The pump¿s cover was removed, to find no further moisture corrosion or intermittent conditions to the printed circuit board. Unrelated to the original complaint, the battery compartment was cracked at threads on the side, the returned battery cap was able to fit. Moisture corrosion was observed in the battery canister. A leak test failed due a battery compartment leak. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.